Manufacturer narrative:
Specific incident with regard to patient age, weight and gender was not provided. Although the doctor identified three (3) different shades associated with the shade discrepancy, the doctor could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4961963, 5143048 and 5233636. It was reported that the doctor replaced the restoration for the patient. To date, the patient is doing fine. A color test was performed on the return products yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.

Event description:
A doctor alleged that the shade for premise composite appeared translucent after placement for three (3) patients. This is the third of three (3) reports.